Event description:
It was reported pen needle autoshield duo 30gx5mm EU was unable to deliver medication and had a broken cannula. The following information was provided by the initial reporter: "insulin pen dialed up to prime needle but failed to prime needle as dial would not push down. Took needle off and the needle part had broken off into connector part of pen.".

Manufacturer narrative:
H.6. Investigation: one photo of a 30g x 5mm safety pen needle sample was returned from lot. No. 0049412, cat. No. 329605. Visual examination of the returned photo was carried out and a broken cannula attached to septum of a pen was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos provided and the fact no physical sample was returned for investigation this cannot be confirmed to be manufacturing related. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported pen needle autoshield duo 30gx5mm EU was unable to deliver medication and had a broken cannula. The following information was provided by the initial reporter: "insulin pen dialed up to prime needle but failed to prime needle as dial would not push down. Took needle off and the needle part had broken off into connector part of pen."